Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was 144 mg/dl. The customer also reported that a motor position encoder error occurred after the motor error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The motor was tested outside the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.